Manufacturer narrative:
The device has not been returned to solventum for analysis: therefore, it is not possible to determine the root cause. A review of the batch record showed this lot met all specification for product release and no deviations were found that could have caused or contributed to the adverse event. Solventum will continue to monitor.

Event description:
It was reported that a patient had a central venous catheter (cvc) secured with 3m¿ PICC/cvc securement device + tegaderm¿ chg chlorhexidine gluconate i.v. Securement dressing. A 3m¿ tegaderm¿ transparent film dressing was placed over the securement device prior to showering. The patient called for assistance from the bathroom because both dressings fell off resulting in the patient's cvc line being accidently dislodged. Subsequently, the patient experienced oxygen desaturation (peripheral oxygen saturation 67%) and diaphoresis. Clinical evaluation was consistent with an air embolism, and the patient was transferred to the post-anesthesia care unit (pacu) for monitoring and treatment. The patient recovered spontaneously, and diagnostic imaging, including doppler ultrasound and CT scan, was performed. Issue regarding 3m¿ PICC/cvc securement device + tegaderm¿ chg i.v. Securement dressing is investigated. Issue regarding tegaderm transparent film dressing is investigated under MDR: 2110898-2026-00046.